Manufacturer narrative:
(B)(4). Only day and year known: (B)(6) 2018. Batch # p92r7l. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient experience any adverse consequences due to this issue? The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that the titanium was broken inside patient after using several minutes. The broken piece was retrieved and changed new scalpel to complete the surgery. The surgeon has much concerning on patient possible injury.